Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen kept frozen. A field service engineer (fse) arrived at the station and noted that there were no drawer failures on the screen. The customer reported that the application had been freezing after drug removal on all drawers once they were closed. The fse had customer inventory multiple medications but could not duplicate the error. A customer support center agent mentioned error, so the fse inspected and tested the backup battery, which passed with no issues. All drawers were tested in diagnostics with no failures. Csc later connected to the device and resolved the data synchronization errors. The fse followed up with the customer, who reported no further issues and confirmed that everything was functioning as designed. Customer approved to closing the case. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen frozen and the drawers and doors were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.